Event description:
It was reported that the patient experienced numbness from the waist down when he would try to stand up. The patient thought that his catheter was pressing on a nerve. The patient stated that he had permanent nerve damage. The pump was explanted one month after it was implanted. The patient stated it "feels like I am walking on broken glass"; he no longer experienced the numbness when standing up. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).